Manufacturer narrative:
Date sent to the FDA: 07/06/2006. No conclusion can be drawn at this time. Should addtional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Attending surgeon reported a patient presented at an unspecified time following surgery with symptoms of granuloma. The patient was returned to surgery for suture removal. No further info was provided.